Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010.according to the complainant, the deployment suture of the device broke during deployment. The physician used another ultraflex to successfully complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6) 2010. According to the complainant, the deployment suture of the device broke during deployment. The physician used another ultraflex to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received since (B)(6) 2011. The complainant added that the stent was removed from the patient in a partially deployed state. The physician added that the anatomy was severely tortuous, and that the stenosis was "very hard." Also, the delivery system was slightly bent.